Manufacturer narrative:
The patient discarded the suspect product. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Labeled for single use or reuse. Device not returned, no evaluation can be performed. No conclusion can be drawn.

Event description:
On (B) (6) 2010, a patient contacted our firm via email after experiencing "mild to severe irritation" while wearing acuvue oasys contact lenses (cl). On (B) (6) 2010, the patient responded to our firms request for additional information. On (B) (6) 2010, he/she had fallen asleep with cl on after wearing them about 18 hours. The lenses were about a week old. The patent awakened to use the restroom and experienced os irritation. He/she used visine drops in the eye because it felt dry. The old lens was removed and new one inserted. He/she awakened the next morning with os redness, irritation and pain. Faxed clinic report indicated that on (B) (6) 2010, the patient presented to the ed complain of os pain. When he/she removed the cl and instilled visine it "seemed to burn more than it usually does". Slit lamp exam (sle) revealed a "small ulceration in the central portion of the left cornea". The patent was treated with polytrim drops and instructed to follow up with his/her ecp. Va 20/100 os, on (B) (6) 2010, the patient returned to the ed complain of blurry vision, mild photophobia, increased tearing and redness in the os. Sle revealed "multiple corneal lesions in the inferior portion of the cornea overlying the iris, some of which appeared to have some depth". The patient "was given ciprofloxacin ophthalmologic drops to cover pseudomonas" and instructed to follow up with his/her ecp. On (B) (6) 2010, the patient reported that the ulcer "was better after 2 days and the pain went away". The patient had not seen an ecp since the ed visit and tried to wear a lens os but he/she was still experiencing discomfort. The patient was advised to schedule a follow up visit with an ecp and to resume cl wear in the os only as instructed by the ecp. Our firm has made several unsuccessful attempts to obtain additional information.